Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had altered consciousness due to sever hypoglycemia. The customer was treated by another person with sucrose and dextrose. The device will not be returned for analysis.